Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was above 500 mg/dl. However, a specific blood glucose (bg) value was not provided. Correction bolus via pump was administered to address bg. The customer continued to use the pump for insulin therapy.